Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4).

Event description:
A surgeon reported, following phacoemulsification of a laser assisted cataract surgery the surgeon noted the patient had a tear in the anterior capsule and needed to perform a vitrectomy. A three piece lens was placed in the sulcus and stability was not achieved so the lens was explanted. The incision was enlarged and an anterior chamber lens was implanted. The wound was sutured. The surgeon is not sure what caused the tear. Additional information has been requested.

Manufacturer narrative:
After review of reported event, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. There were no technical services requested or performed related to the reported event. With no additional information, the reported event cannot be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).